Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed superior vena cava (svc) syndrome and left extremity edema. The pacing system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed superior vena cava (svc) syndrome and left extremity lymphedema. The pacing system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.